Event description:
The catheter hubs are not compatible with the manifold from messrs. Merritt. There was not patient injury reported.

Manufacturer narrative:
This medwatch reflects two products with the same catalog and lot number. Please note: this is one of two medwatches associated with mfg. # 9616099-2007-00997 and 9616099-2007-00999. Additional information will be submitted upon 30 days of receipt.